Event description:
Received information stating that the customer had multiple inaccurate fill estimates. These issues impacted the customer's blood glucose level. It is reported that the customer was loading cold insulin.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.